Event description:
It was reported that 6 pen ndl 32g 4mm pro 14 bag 700 case jpx were unable to deliver insulin/medication and experienced the cannula breaking off/pulling out during use. The following information was provided by the initial reporter: upon receipt of the patient's report that the drug didn't come out, the customer checked the product and found that the needle npe was bent.

Manufacturer narrative:
H6: investigation summary one open 32g x 4mm pen needle sample and four photos were returned from lot. No. 9352154, cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken patient end of cannula was observed. No manufacturing related issues were observed on the returned sample. No issues were observed with the non patient end of the cannula. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. See h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 pen ndl 32g 4mm pro 14 bag 700 case jpx were unable to deliver insulin/medication and experienced the cannula breaking off/pulling out during use. The following information was provided by the initial reporter: upon receipt of the patient's report that the drug didn't come out, the customer checked the product and found that the needle npe was bent.